Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with slow heart rate. Interrogation showed that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing causing pacing inhibition. Programming changes were made. The patient was stable throughout.